Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2004. Approximately 6 years and 2 months the patient had a left knee revision on (B)(6) 2010. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has suffered the following injuries and complications: left knee pain, loss of motion, osteolysis, synovitis, prosthesis dislocation, sclerosis, scarring, knee instability and metallosis requiring multiple left knee revision procedures. More particularly, following left knee arthroplasty with exactech components on (B)(6) 2004, the patient was required to undergo left knee revision surgery for failed tkr on (B)(6) 2010, where portions of the prosthesis components were explanted and replaced with new exactech components.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-00645.